Event description:
The customer reported that the system displayed a corrupt image message after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the system software and calibration files. The system was tested and found to be working as intended and put back in service.